Event description:
During a procedure where the cable was used, the physician was unable to get a temperature reading from the probe. The procedure was aborted. There was no patient injury. Please note that kimberly-clark healthcare own this product line, and have reported an MDR for this incident under MFR report number: 1033422-2013-00012.

Manufacturer narrative:
The review of the device history record and the analysis of the returned device are pending. The root cause is currently unknown as the investigation is ongoing. If any additional relevant information is identified following completion of the DHR review or once samples are evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.